Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the mfg records will be reviewed. We anticipate that the eval will reveal that the device conformed to specs prior to release. If anything otherwise is found then a f/u report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Affiliate reported that the pump displayed a hardware failure 11 after a MRI scan. The pump was restarted with a technician key. Twenty hours later the surgeon reported that after an entire day the amount of medication in the pump did not decrease. When the surgeon aspirated the pump he realized the pump had been over filled. When 5 ml were aspirated the pump registered correctly. Although this product has been approved in the united states there have been no sales.

Manufacturer narrative:
Upon completion of the investigation the nature of this complaint is a known complication of interference with MRI for which a technician key is deployed to reset the pump that may have been affected by mr interference. It should also be noted that the instructions for use have been updated to reflect the process in which to resolve this known issue. Regarding the comment pertaining to overfill, the control unit software could not display a value superior to 20.0 ml, even if an overflow occurred. As no transaction logs were provided by the customer, it was not possible to confirm this defect. If we receive those transaction logs in the future, this complaint will be re-opened for further investigation. A review of the device history records confirmed that the product conformed to the specifications when released for distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this compliant is closed.